Manufacturer narrative:
Concomitant products: 6949 lead. Implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone coming from their implantable cardioverter defibrillator (ICD). The patient presented at the emergency room, and the device was interrogated. The patient heard a magnet alert tone. It was later reported that the alerts heard were random and not related to a magnet present. The device tested normal and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.